Manufacturer narrative:
For the remaining event, a patient sample could not be provided for investigation. Therefore the cause of the event could not be determined. The investigation did not identify a product problem. A general reagent issue could be excluded.

Manufacturer narrative:
For two of the events, the investigation determined that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. The investigation results are not yet available for one of the events. There were no follow up/corrective actions for two of the events. The follow up/corrective actions for one of the events are not yet available. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous low results were generated by two cobas e 411 immunoassay analyzers and two cobas 8000 e 602 modules. The events involved a total of 3 patients with the following: four erroneous results for elecsys ft3 iii. One patient was aged in the "30s". The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but not provided. There was 1 male. The remaining patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.